Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received and inspected. This complaint can be confirmed. It was observed that the upper jaw of the gun would not close when the trigger was pulled. The jaw could be manually pressed closed, and it was observed at that moment that the actuator part was not connected to the jaw via the pin (connection between actuator and jaw) which appeared to be broken. When this pin is broken, the jaw will not open or close via the actuator motion initiated by the trigger assembly, therefore is a potential root cause for the reported failure. The device appears to be heavily used, based on the numerous striations along the shaft and body of the device. When large amounts of tissue are grasped with the device it may cause the reported failure. However, we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique used has been provided to determine a root cause for this failure. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the sales rep that the jaw on the customer's expressew iii without hook was not closing during a rotator cuff repair. Surgical procedure while in use with the grasper-grabber device. During in-house engineering evaluation, it was determined that the upper jaw of the gun would not close when the trigger was pulled at the actuator part was not connected to the jaw via the pin (connection between actuator and jaw) which appeared to be broken. It was reported that the surgery was completed with other like devices. There were no patient consequences or delays. The grasper grabbers were discarded the expressew will be returned. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.